Event description:
The customer contacted the company's customer experience team via text message to report that they were experiencing difficulty removing the device after inserting it the previous day. The event occurred the first time the customer used the device. The company's customer experience team provided live text assistance for several hours, but the customer was still unable to successfully remove the device. The company's customer experience team followed up with the customer the next morning. The customer stated they were still unsuccessful and they were going to seek medical assistance for removal at the emergency room since the device had already been in place for 36 hours. The customer reported no adverse symptoms. The company made three additional good-faith efforts to follow up with the customer via email in order to obtain additional information for our investigation, however, the customer failed to respond. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.